Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was neither opening nor closing. The grips were not moving properly as a consequence of the broken cable. Additionally, there were cautery issues associated to the damaged cable, but there was no thermal damaged noted.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.